Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was unable to boot to the clinical application. Review of the logfiles confirmed that between 15-oct-2024 08:05 (when the system was starting up) and 17-oct-2024 (when the system was being reinstalled) the issue happened somewhere between these timestamps. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the application not booting up properly. Fse reloaded the software and done configuration. After that, the system was returned to use in good working. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot to the clinical application. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.